Manufacturer narrative:
Result: dip switches.

Event description:
It was reported by svc report that several beds had the wrong configuration. There was no pt involvement or adverse consequences to report.